Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one month post implant, the patient's right ventricular (rv) lead dislodged causing no sensing or pacing from the lead. The physician could not re-position the lead due to patient anatomy, and instead chose to replace it. No patient complications have been reported as a result of this event.